Manufacturer narrative:
(B)(4).

Event description:
During implant, the physician had difficulty extending the helix and the lead dislodged. Repositioning was attempted but the helix would not extend. The physician elected to use a different lead, which was implanted without issue. The patient's condition was stable throughout.

Manufacturer narrative:
Evaluation summary: the field report was for lead dislodgement and helix would not extend. Helix would not extend was confirmed. X-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of explant. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing found hi-pot failure due to the inner coil being over-torqued inside the connector region.